Event description:
Complainant alleged that during functional testing, the device displayed "error 7" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed the main board. The main board was replaced to resolve the report. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.